Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon encountered an issue with the match grip feature popping up while the instrument was in use. The reported event was occurring while the surgeons head was inside the surgeon side console (ssc). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). It was recommended by tse for the customer to use the second ssc. After the customer switched to the second ssc the surgeon was able to use the instruments with no further issues. It was noted that onsite was not connected at the time of call with tse, but the customer mentioned that there have been ongoing issues with the ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the surgical procedure was able to be successfully completed by using the second surgeon side console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and was not able to replicate the issue but recalibrated the master tool manipulators (mtm). The system was tested and verified as ready for use.